Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) reported that they replaced the drive manifold (0104-00-0031). The unit passed all functional and safety tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)unit has an autofill failure. There was no patient involvement reported.